Event description:
The customer stated that he tested his blood glucose and received a reading of 168/ mg/dl. A lab glucose test, taken within 10 minutes of the customer's test, gave a result of 360 mg/dl. The differnece between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement products will be sent.